Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that during pre-operation for a generation with a high capture threshold on their right ventricular lead. The lead was capped and replaced on (B)(6)2019. No lead insulation anomaly or fracture was noted. Impedance values were normal. The patient was discharged the following day.